Manufacturer narrative:
Of the reported six malfunctions one malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80252. Of the reported five malfunctions, lot number were provided for three malfunctions and the lot history review were performed and for the remaining two malfunctions the catalog number were reported as unk eclipse. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for three malfunctions. Therefore, for four malfunctions the investigation is inconclusive for the reported malposition of device and for the remaining one malfunction the investigation is confirmed for the reported malposition of device, additionally it was determined to have and inconclusive for retrieval difficulties(a150207). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced malposition of device. These information's were received from a various sources. All five malfunctions involved patient with no patient consequences. Of the five patients, two were male and one female patient is 63 years old. All other patient details were not provided.

Event description:
This report summarizes five malfunctions. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced malposition of device. These information's were received from a various sources. All five malfunctions involved patient with no patient consequences. Of the five patients, two were male and two were female patient. One patient is 63 years old and another patient weighs 83 kgs. All other patient details were not provided.

Manufacturer narrative:
H10: of the reported six malfunctions one malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80252. H10: of the reported five malfunctions, lot number were provided for three malfunctions and the lot history review were performed and for one malfunction the catalog number were reported as unk eclipse. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for four malfunctions. Therefore, for three malfunctions the investigation is inconclusive for the reported malposition of device, for one malfunction the investigation is confirmed for the reported malposition of device and for the remaining one malfunction the investigation is confirmed for the reported malposition of device, additionally it was determined to have and inconclusive for retrieval difficulties(a150207). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot: unknown), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot history reviews were performed for three of the six complaints. A lot history review could not be completed for the other three compolaints, as the lot numbers were unknown. The devices for the six malfunctions have not been returned to the manufacturer for evaluation; however medical records for two of the complaints have been provided and reviewed. The investigation for one of the complaints confirmed for filter tilt, but is inconclusive for retrieval difficulties. Five of the six complaints were inconclusive for filter tilt. The definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition (tilt) of device. This information was received from various sources. All six malfunctions involved patients with no reported consequences. One patient was reported as 63 years old, the age and weight of the remaining patients were not reported. Of the reported patients, one was male, and one was female, the rest of the patient sexes were not reported.

Manufacturer narrative:
H10: the lot history reviews were performed for three of the six complaints. A lot history review could not be completed for the other three complaints, as the lot numbers were unknown. The devices for the six malfunctions have not been returned to the manufacturer for evaluation; however medical records for three of the complaints have been provided and reviewed. The investigation for one of the complaints confirmed for filter tilt, but is inconclusive for retrieval difficulties. Five of the six complaints were inconclusive for filter tilt. The definitive root cause is unknown. The devices are labeled for single use. H10: g4, d4 (corporate lot: unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition (tilt) of device. This information was received from various sources. All six malfunctions involved patients with no reported consequences. One patient was reported as 63 years old, the age and weight of the remaining patients were not reported. Of the reported patients, two were male, and one was female, the rest of the patient sexes were not reported.

Manufacturer narrative:
The devices for the six malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received. The investigation of the reported malfunctions is currently underway. The devices are labeled for single use.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition (tilt) of device. This information was received from various sources. All six malfunctions involved patients with no reported consequences. One patient was reported as (B)(6) years old, the age and weight of the remaining patients were not reported. Of the reported patients, one was male, and one was female, the rest of the patient sexes were not reported.